Event description:
Boston scientific (bsc) crm received information that this dextrus ventricular lead was exhibiting no sensing, high thresholds and high impedance one day post implant. The pt is not pacemaker dependent and is not experiencing any symptoms due to the reported clinical observations. A bsc crm technical services consultant recommended trying unipolar pacing and sensing. An x-ray was performed and the lead looked fine. However, the physician plans to revise the lead today. According to our resources, the lead remains actively implanted. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality document accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.